Event description:
The customer complained of a questionable troponin I short turn around time (tni) result for one patient sample. The initial tni result was 0.38 ng/ml. The result was reported outside the laboratory. The physician asked the customer to confirm the result. The test was repeated twice on the same analyzer with results of either 0.16 ng/ml or < 0.16 ng/ml. Clarification has been requested as to which repeat result was actually obtained. The repeat result was reported to the physician. There were no adverse events. The lot number of the tni reagent was 178185; the expiration date was requested but not provided.

Manufacturer narrative:
The repeat result was confirmed to be < 0.16 ng/ml.

Manufacturer narrative:
The event took place in (B)(6).

Manufacturer narrative:
The investigation was unable to identify a root cause.